Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a stent exchange procedure in the kidney performed on (B)(6) 2020. According to the complainant, inside the patient, during the procedure, when the physician was pushing up the stent over a zip wire with a pusher for stent placement, the coil part detached from the end of the stent. The broken piece of the stent was completely removed from the patient with a pair of graspers. Reportedly, the procedure was completed successfully. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.